Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient is still not receiving the same level of pain relief they experienced during their trial. They stated that the patient was reprogrammed again, and they will follow-up with them on (B)(6) 2018 to see of the new programmed has helped. It was noted that the event was confirmed with the physician. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-feb-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 08-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient had a medical history of benign hypertension, hyperlipidemia, hypothyroidism, chronic pain disorder, intercranial hemorrhage, neurogenic pain due to central nervous system abnormality following a stroke. It was reported that the patient had little pain relief following implant. They stated that they had significantly better pain control with their trial. The patient indicated that they had no falls or traumas, however they indicated that they had their leads placed in the cervical spine. The leads were examined under fluoro where it was concluded that one lead had migrated down a vertebral body. The patient was reprogrammed based of the new fluoro image. The patient reported having stimulation from their shoulder to their fingers. They would follow-up in one week to see if the new programming was working. It was unknown if the issue was resolved at the time of the report. The rep indicated that they were unsure which lead migrated as only one lead moved. Both leads were listed in the report to be thorough. No surgical intervention had occurred and it was unknown if any was planned, but the rep would follow-up for more information. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): implanted (B)(4) 2018: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2018: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not getting any pain relief. They did not have a time frame of when this started occurring. The consumer denied having any falls. X-rays were taken which showed both cervical leads had migrated down about one vertebral body. The patient was reprogrammed off of the new fluoro image. It was unknown if this resolved the issue. No further complications were reported.